Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch mechanism is bent. The technician repaired the side rail latch mechanism to resolve the issue.